Event description:
It was reported that stent damage occurred. The non-totally occluded target lesion contained >45 and <90 degree bend and was located in the severely tortuous and moderately calcified left anterior descending artery (lad). Following the introduction of a 6fr unspecified guide catheter, a 3.00x20mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and its proximal segment was noted to have been deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).